Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase in threshold, increase in impedance, high impedance, polarity switch and possible fracture. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.